Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that multiple arrow keypad buttons were slow to respond. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/10/2014 with the following findings: there was no damage to the keypad observed. All of the buttons responded appropriately to testing. The keypad was removed and there was no damage to the button contacts observed.